Event description:
This is report 3 of 3. It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. Dianeal therapies were ongoing. On an unreported date, the patient was hospitalized for the event. On an unknown date, the patient was treated with unknown antibiotics (dose, frequency and route unknown) for peritonitis. On an unknown date a month later, the patient was discharged from the hospital. The cause of the peritonitis is unknown. At the time of the report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The date of peritonitis is unknown but was sometime in (B)(6) 2012. The date the patient was hospitalized is unknown was reported to be sometime in (B)(6) 2012. The date the patient was discharged from the hospital is unknown but was sometimes in (B)(6) 2012. A batch review was conducted for potentially associated lot numbers h12b03097 and h12e21068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnts (B)(4).